Manufacturer narrative:
Vyaire medical file identification:(B)(4). The customer went through the transducer calibrations following the manual, and the exhl xdcr did not pass the "0" pressure. The technical suppport recommended to upgrade the software version of the ventilator. At this time, the suspect device has not been returned for evaluation. Therefore, the root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving a xdcr fault during ventilation. At this time, there is no information regarding patient involvement associated with the reported event.